Manufacturer narrative:
(B)(4). It has been reported that the device will not be returned for evaluation. A serial number has been provided. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the ous affiliate, an icp displayed inaccurate data. There were no reports of delay or patient harm.

Manufacturer narrative:
A review of manufacturing records was reviewed and it was found that this device met specification when released to stock. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.